Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with atrial fibrillation underwent radiofrequency ablation and suffered atrioesophageal fistula. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "complications in catheter ablation of atrial fibrillation in 3,000 consecutive procedures balloon versus radiofrequency current ablation" the purpose of this study was to identify predictors of cardiac tamponade during atrial fibrillation ablation using different technologies and strategies. The study was conducted from may 2010 to july 2015. Ablation were performed using an irrigated 3.5- or 4-mm-tip catheter (thermocool navistar, thermocool surround flow, thermocool smarttouch (biosense webster); alcath flux g extra (biotronik)). Multiple attempts have been made to obtain clarification on which device was used during this procedure. However, no further information has been made available. Bwi takes conservative approach to report all the events occurred under navistar thermocool, however catalog and lot number is unknown.